Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft messher graft was not meshing well. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 22, 2018, it was reported that the graft was not meshing well. When the device was used initially, there was no meshing pattern noted on the graft. The same issue happened a few other times. Then the device was reassembled and it was ensured that the crank or hand piece was properly connected and the desired effect was obtained. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 14, 2015 where it was reported that the device was not working and the ball detent, roller, worn bushings, worn side plates, damaged comb, and were replaced. This is not a related issue. Product review of the skin graft mesher on september 7, 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and gear had visible damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review noted that the pre-test calibration and sample mesh could not be taken due to the bent comb and the roller and gear had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review noted that the pre-test calibration and sample mesh could not be taken due to the bent comb and the roller and gear had visible damage. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Event description:
It was reported that graft was not meshing well. When the device was used initially, there was no meshing pattern noted on the graft. The same issue happened a few other times. Then the device was reassembled and it was ensured that the crank or hand piece was properly connected and the desired effect was obtained. This event occurred during surgery, with no harm involved, and a delay of 15 minutes occurred. An alternate device was not required to complete the procedure. There were no adverse events reported as a result of this malfunction.